Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that involved angio-seal device was used during the procedure. The collagen became stuck when inserting into the sheath. The patient's condition was fine. The procedure outcome was successful. There was no patient injury, medical/surgical intervention required. Additional information was received on 15jul2020. The procedure performed was a heart catheterization. A 6fr procedure sheath was used. A pre-deployment angiogram was performed. There was no harm to the patient, patient was in stable condition. Hemostasis was achieved by manual compression. Additional information was received 22jul2020. When trying to insert the angio-seal device into the sheath it would not advance. It appeared as if the collagen tore the side maybe from expansion, so it would not fit.

Event description:
The user facility reported that the angio-seal device had no string or collagen. The patient was in stable condition. The procedure outcome was successful. No surgery was required.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct section b3, section b5, section d4 lot number, section e1, section h3 and section h6. In the initial report wrong information was inadvertently reported. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.